Event description:
It was reported that during a ladg, the device became to be activated with the hand switch intermittently in about 10 minutes and a keening sound was heard. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was returned with the distal tip of the blade broken off and returned. The remaining blade portion was scratched. This blade tip portion may have broken off of the device during transport to our analysis site. The reported complaint was for "hand switch intermittently in about 10 minutes and a keening sound was heard." The device was functionally tested with a generator using the hand switch buttons without any difficulties noted. During functional testing on gen11 instrument error screen was displayed. A probable cause of an instrument error screen is blade damage. The device was disassembled to inspect the internal hand activation internal components and no anomalies were noted with its functionality. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in yellow alert screens, such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. It is possible that the unexpected noise heard could be the solid tone emitted when the blade becomes damaged.